Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Tibial baseplate and polyethylene insert revised from painful left knee. Some evidence of hot spots on tibial and x-rays suggestive of subsidence but baseplate appeared well fixed assessed during procedure.